Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6f navarre drainage catheter in two segments was received for evaluation. Visual, gross visual, microscopic evaluations were performed. The catheter hub appeared to be fractured. A complete circumferential break was noted on the proximal end of the distal catheter segment and the edges of the break were noted to be uneven. The surface was noted to be rough and smooth. Two catheter segments were received. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiographic drainage catheter placement procedure, the drainage catheter connector that connected with the drainage bag was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiographic drainage catheter placement procedure, the drainage catheter connector that connected with the drainage bag was allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2024).